Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer removed the pump case from the pump and the cartridge was pulled out. There was no impact to customer¿s blood glucose. The cartridge was reloaded to address the issue.